Event description:
Additional information was received on (B)(6), 2012 when it was reported that the handheld still functioned properly. Attempts were made for the return of the handheld for product analysis but it has not been received to date.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, additional information was received when the handheld and flashcard were returned for product analysis. Product analysis was completed on (B)(6) 2012. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2012, the manufacturer's consultant reported that his handheld needs to be replaced because it has a random black computer graphic in the background and the image on the screen looks distorted. He also described that there is what looks like line in the screen. The consultant further stated however that the functionality of the handheld was not affected. A hard reset was performed, but the issue was not resolved. Attempts have been made for the return of the handheld to the manufacturer for product analysis however it has not yet been received.